Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the scavenging valve was closed which is a user error that led to the complaint. There was no reportable malfunction.